Event description:
It was reported that "on/off is hard to press.". There was no reported adverse impact to the customer. Customer declined further troubleshooting and no additional information was received regarding the outcome of the event.